Event description:
Healthcare professional (hcp) reports one incident of a patient reaction with the psn 210 dialyzer. Approximately fifteen minutes into treatment, patient complained of mouth and tonque edema. Patient was administered 50 mg. Benadryl IV. Treatment was terminated and blood was returned to the patient with no reported blood loss. The patient was transferred to the ER and later admitted to the hosptial due to an underlying medical condition. No information was made available concerning medical intervention administered at the ER or the hospital. Hcp did report that the patient's symtpoms began to subside prior to transfer to the ER. Hcp reports that patient has subsequently dialyzed with a membrane of a different type without incident.